Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 49 mg/dl. Reportedly, customer suspected that the pump settings were incorrect. Carbohydrates were consumed to address bg level. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.